Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Adhesion of the foreign substances was not confirmed. The output was activated in seal mode. However, the foreign substances were not generated. The output was activated in seal & cut mode. However, the foreign substances were not generated. No peeling or falling off of the tissue pad was confirmed. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc could not confirm the reported event. Omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a thyroid procedure, the subject device was used. Half an hour after the beginning of the procedure, minute blue-like particles fell from the instrument's mouth inside the patient upon activation of the blue button. The fragment was retrieved. The tissue pad was separated or fell. The intended procedure was completed with the subject device. There was no patient injury reported.